Manufacturer narrative:
To date, the device in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of two reports (same patient, same incident, different product ids). This report is in regards to the cusa handpiece. The surgeon first powered up the cusa with the 36kz handpiece and tip. A small metal fragment came from the cusa onto the surgical site. It was unknown where the metal fragment may have come from (either the tip or handpiece). The surgeon removed the fragment and handpiece was isolated. They collected it and put it on the mayo stand. When they went to put it in a collection cup, the fragment was lost. It was reported that the size of the fragment was about the diameter of the tip. It was a solid fragment. There was no patient injury. There was surgical delay; however, it was unknown how long the delay was. The delay was due to reassembling and restarting the cusa at a minimum. Additional information has been requested.